Manufacturer narrative:
Concomitant medical products: product ID 8637-40 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type pump. Other relevant device(s) are: product ID: 8637-40, serial/lot #: (B)(4), ubd: 28-aug-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen, 2000 mcg/ml at 492, mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the caller stated they were at the pump replacement and the physician was unable to aspirate the catheter and did not perform a back table prime. The caller wanted to confirm when the drug in the catheter was going to clear and how much was going to be needed to prime at the point. Technical services confirmed the contents of the catheter would infuse in 10 hours and then they could prime the pump tubing volume of 0.140ml. No symptoms or patient complications were reported.

Manufacturer narrative:
Upon further review of this file, it had been determined the event had not resulted in a serious injury. The file has been corrected to a reportable malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) indicated the reason for the inability to aspirate was not determined. The resolution had been to run the pump for 10 hours at 20.5 mcg/hr then they performed a bolus of 280 mcg in order to get the medication to the tip of the catheter and they were then able to resume therapy with no issues. The patients weight was also reported to be unknown.